Event description:
It was reported that during a gall bladder procedure, the clips would not advance. Only the first clip was released and closed correctly. Another device was used. There was no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the instrument was returned in good visual condition and partially cycled. The instrument was cycled and the jaws would not open as intended and the clips would not properly feed as the kick off spring was bent. No conclusion could be reached as to what may have caused the found damaged. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.